Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1187 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a peel away sheath that had a hair-like piece attached to it." No other information was provided.

Event description:
It was reported "we had a peel away sheath that had a hair-like piece attached to it." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hair on the sheath was not confirmed; however, a strand of sheath material appeared to have given the presence of a foreign fiber. One 5 fr microez microintroducer was provided for evaluation. The device had been peeled and only one section of the red tabs and sheath were returned. Blood residue was visible on the surface of the device. A thin strand of the sheath material was observed to be separated but still bonded to the hub. The strand was observed to narrow and curl near the distal section. Microscopic observation of the parting edge of the sheath revealed it to be smooth and even. The separation of the sheath strand of material from the main piece may have occurred during handling or peeling. Since the strand appeared to have given the presence of a hair, the complaint is confirmed but what caused the strand of material to peel away remains unknown. H3 other text: evaluation findings are in section h11.